Event description:
It was reported that stimulation turned off after the pt's home was struck by lightning. The pt was able to turn the device back on, the system appeared to be intact, and therapy was working as intended. Refer to MFR report#: 3004209178-2011-06582.

Manufacturer narrative:
(B)(4).